Event description:
It was reported that during use of the pump the user was unable to slave the electrocardiogram. There was also a purge failure that could not be resolved. The pt was transferred to another pump with no complications.